Event description:
Medtronic received information that three years following the implant of this bioprosthetic valve, the patient developed aortic regurgitation. The valve was explanted with no adverse patient effects. Upon explant, it was noted that the valve did not appear calcified but there was a tear in one leaflet near the commissure and a hole in a second leaflet. Additionally, the surgeon observed excessively long suture tails on the explanted valve. The valve was a size 21 mm, implanted in a patient with a 2.1 bsa.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared distorted; slightly oval. Several pledgets remained attached to the sewing ring along the inflow. Long green and white suture tails were observed along the sewing ring on the outflow. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A large tear and abrasions through the free margin and/or lunula of the left cusp appeared to be due to contact with the bias cloth and/or long suture tail. A perforation in the lunula of the left cusp appeared to be due to contact with the bias cloth along the inner outflow rail. A large tear and abrasions through the free margin and/or lunula of the non-coronary cusp appeared to be due to contact with a long suture tail and bias cloth along the right non-coronary stent post. A perforation in the lunula of the non-coronary cusp appeared to be due to contact with the bias cloth on the inner outflow rail. All commissures were intact. Glistening off white pannus lined the sewing ring on the inflow, with a section slightly raised above the left cusp, then along the tissue and base stitching, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps reducing the inflow orifice area. Radiography showed remnants of mineralization along the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The tear in the leaflet was caused by a long suture tail and/or bias wear, which is related to implant technique. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Reduced performance of the valve is attributed to mineralization. This finding is generally considered a patient related condition. (B)(4).